Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of this electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of this electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this electrode was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual examination noted no anomalies. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: d6b: explant date. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of this electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this electrode was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: d6b: explant date. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of this electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this electrode was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Manufacturer narrative:
Additional information was added to the following fields: d6b: explant date. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Due to this, two inappropriate shocks were delivered. X-rays were performed which showed good insertion, however, fracture of this electrode was observed. It was determined that this was due to the system being located at a higher than the optimal placement, which provoked that, whenever there was a change in posture a sharp bend of the connector was created, leading to the fracture. A revision of the system with electrode replacement and device repositioning was recommended. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this electrode was explanted and returned to boston scientific for analysis.